Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that the customer had high blood glucose levels that exceeded 600 mg/dl. The exact blood glucose levels were not provided. The customer reported that the insulin pump was working but he was having an issue with insulin being absorbed in the body. The customer was treated by a doctor who administered a manual insulin injection. Troubleshooting was not done since this event occurred while the customer was using a different, older insulin pump which is no longer being worn by the customer. No additional information is provided.